Manufacturer narrative:
Unit alarmed motor error during basic occlusion test and compromised force sensor system alarm during prime test due to a faulty force sensor resistor. Unable to complete functional test due to the compromised force sensor system alarm. Unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that he insulin pump had motor error alarm and battery compartment was cracked. Customer's blood glucose value was unknown. Insulin pump will be returned for analysis.